Event description:
The ge oec 9800 fluoroscopy system had image quality issues. Images were occasionally darkened.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction or image quality issues. The software re-loaded as a pre-emptive means to eliminate image quality issues. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.